Manufacturer narrative:
Investigation summary: bd did receive 103 samples and 2 photographs from the customer in support of this complaint. Evaluation of the returned samples and photographs provided showed tubes with larger than normal droplets of additive on the tube wall. Due to this the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Bd was able to duplicate and confirm customers failure mode from the returned samples and photographs provided, however retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tube the additive appeared to have formed yellow clumps on the wall of the tube and questioned suitability for use. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: ¿the tube additive appeared to have formed yellow clumps on the wall of the tube and questioned suitability for use."